Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Complaint summary: date: (B)(6) 2013, inratio: 2.0, nurse meter: 6.1, lab: 6.0. Inratio results, nurse meter results, and lab draw done within 10 minutes of each other. Pt's therapeutic range: 2 - 3. Customer was milking the finger to obtain a sample. Pt expressed concerns that their dosing was changed based on the previous inratio results. However, those results were not provided as part of troubleshooting.

Manufacturer narrative:
Investigation pending.